Event description:
The spectrum turbo-ject PICC line was being trialed in the infusion therapy department. The catheter was going to be used for IV access for chemotherapy administration, antibiotic therapy and blood collection/draws. Thirty-six catheters were placed in various types of patients. Twenty-two of the thirty patients experienced some kind of side effect that included a malposition of the catheter, clotting of the catheter and/or phlebitis. Five patients developed deep vein thrombosis requiring anticoagulation therapy. It was decided to discontinue the use of the catheter. It is thought that the tubing is too stiff, possibly causing it to clot and malposition.

Manufacturer narrative:
Lot - unk as not provided by reporter. Only a variety of possible lots were provided. Expiration - unk as lot is unk. Event eval: still under investigation.